Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service history onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the log files for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The log file shows multiple successfully performed treatments. The energy was stable during the treatment day. Log file review for complete day was performed. Right eye treatment the user performed a beam control check (bcc) directly before treatment as recommended. These energy settings used were not in the recommended range. Side cut energy was too low and a canal was not shot. Root cause is user handling as energy values are not in recommended range. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the laser did not perform a visible side cut during a lasik procedure. Additional information has been requested.